Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic upper lobe lobectomy, at the beginning of the procedure, all components were assembled properly. After introducing the stapler into the chest cavity through intercostal space something cracked. After this move, the surgeon could not articulate or close the loading. The stapler was removed from the chest cavity. The scrub nurse tried to detach the loading from the adapter without success. They removed the adapter with loading attached. Force was used to detach the components and the load was broken. They used a new adapter and loading with the same stapler and shell to complete the case. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic video assisted thorascoscopic upper lobe lobectomy, at the beginning of the procedure, all components were assembled properly. After introducing the stapler into the chest cavity through intercostal space something cracked. After this move, the surgeon could not articulate or close the loading. The stapler was removed from the chest cavity. The scrub nurse tried to detach the loading from the adapter without success. They removed the adapter with loading attached. Force was used to detach the components and the load was broken. There was a cracking sound and the plastic part of the loading, near to the connection with the adapter had a physical crack. They used a new adapter and loading with the same stapler and shell to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was broken and received separated from the loading unit. The articulation flag was bent. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged loading unit adapter may occur due to over flexure of the loading unit while attached to the instrument. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.